Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information notes that the lead was capped and replaced due to fracture. The patient was fine after the event.

Event description:
It was reported that the patient came in clinic with a device alert for high out of range impedance. The device will be monitored.